Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/1.5/093 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens tore/broke during injection into the eye and was exchanged during the same surgery. The problem was resolved. Device evaluation: the device was returned dry in a small vial. Visual inspection found the haptic torn as well as debris and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange). Result code : work order search: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/1.5/093 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged due to tear/break during injection into the eye on the same day. The problem was resolved. As of the date of MDR submission, the lens has not been returned.